Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was rerun on the same instrument and resulted higher. The rerun result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse proactively replaced and aligned reagent probe 1. The cse ran a system check, which passed. The customer then ran patient samples and they resulted as expected. The cause of the discordant, falsely low calcium result on one patient sample is unknown. The sample had also resulted as expected upon repeat testing on the same instrument prior to service. The instrument is performing according to specifications. No further evaluation of the device is required.